Event description:
It was reported that the user¿s dexcom g7 could not pair to the ilet pump despite troubleshooting and confirmation of the pairing code, and the user switched to a libre 3 with awareness that it does not connect to the ilet, reverting to backup therapy while using the abbott app. Symptoms included an inability to obtain cgm readings for pump use and inability to perform a fingerstick at that time. Outcomes included interruption of automated insulin delivery and temporary transition to backup therapy. Investigation included guided troubleshooting, verification of the pairing code, and counseling to attempt pairing in an area with less wireless interference. Investigation of this case revealed that g7 pairing failed in a hospital environment where wireless interference was suspected, and a responsible device was not identified. It was concluded, based on previously established findings for similar reports, that environmental interference was the most likely cause of the pairing failure.